Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after feeling a vibratory alert. The alert was due to low impedance, capture was intermittent, a chest x-ray revealed that the lead had dislodged. During repositioning procedure attempt the guidewire could not be advanced. The physician decided to explant and replace the lead. The patient was stable after the procedure.